Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says the device just shut down during ventilation, may have alarmed loss of external power, device may have been plugger in, but plug on the back of device may have not been pushed in all the way causing an issue even though the device was plugged into a wall outlet. That's what biomed mentioned to me. Also mentioned internal battery empty was shown. Remove patient from device and place on another. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 correction: fields d4, h4. UDI and manufacturing date now available and updated.

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says the device just shut down during ventilation, may have alarmed loss of external power, device may have been plugger in, but plug on the back of device may have not been pushed in all the way causing an issue even though the device was plugged into a wall outlet. That's what biomed mentioned to me. Also mentioned internal battery empty was shown. Remove patient from device and place on another. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 correction: fields d4, h4 UDI and manufacturing date now available and updated follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported by the hospital's biomedical technician that the ventilator shut down during use. The patient was transferred to another ventilator. No harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Staff mentioned that the device may have alarmed for "loss of external power" despite being plugged into a wall outlet. It was suspected that the power plug at the back of the device was not fully inserted, which may have caused the issue. Additionally, an "internal battery empty" message was observed. Based on the log files, a "restart after power fail" alarm was recorded on the date of the event. No part was replaced, correction was unknown and the exact root cause could not be confirmed based on the provided information and the investigation on the device.

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says the device just shut down during ventilation, may have alarmed loss of external power, device may have been plugger in, but plug on the back of device may have not been pushed in all the way causing an issue even though the device was plugged into a wall outlet. That's what biomed mentioned to me. Also mentioned internal battery empty was shown. Remove patient from device and place on another. No health impact or consequences.